Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk with osteoarthritis (kellgren-lawrence grade iii and no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous use of synvisc (seven courses, it was reported that the age at the time of first synvisc injection was (B)(6)), synovitis of left knee and left knee effusion. On an unspecified date, in 2008, the pt initiated treatment with the first injection of the eight course of intra-articular synvisc (hylan g-f 20) injection in left knee, dosage regimen not provided. On (B)(6) 2008, the pt experienced synovitis of left knee for which the pt received treatment with depo-medrol (methylprednisolone acetate) at a dose of 01 cc for synovitis of the left knee. The action taken with synvisc treatment was not provided. The outcome for the event of synovitis of left knee was not provided. Relevant concomitant medications were not provided. The intensity for the event was not provided. The reported physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.